Manufacturer narrative:
The device, used in treatment, was returned for evaluation. We could not establish a relationship between the event reported and the device. A visual inspection was performed and showed no damage to the device. Functional inspection was performed and showed no failure was found. Probable root cause maybe kinks, leaks and blockages in the vacuum circuit, or a component failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Our reference number: (B)(4).

Event description:
It was reported that during treatment the device was found defective. On the day of the installation of the device by the surgeon, when the nurse went to the patient¿s home, the device was not functioning correctly. It generated an ¿occlusion message¿. The nurse, who is familiar with the functioning of device, changed the canister twice, which did not solve the problem. Finally, by changing the console, without having to redo the dressing, the problem was solved. No patient harm reported.